Event description:
As reported by the study, percutaneous coronary intervention (pci) was performed on a 70% de novo lesion in the mid right coronary artery of 9mm in length in a 3.0mm vessel diameter. The lesion was ballooned with a non cordis balloon during which a dissection occurred downstream and upstream of the target lesion. There were 2 stents cypher implanted two years prior to this procedure (1 downstream and 1 upstream). There was no restenosis in these two stents when the two dissections occurred, 1 at the level of these 2 cypher stents. The dissection upstream of the target lesion was treated at the time of the index procedure with a cypher select 3.00 x 23, and the dissection downstream of the target lesion was treated at the time of the index procedure with a cypher select 3.00 x 13, with a satisfying result. During the index procedure, patient was treated with heparin only. Post-procedure, he received clopidogrel, aspirin, statins, beta-blockers, anti-anginal medication and acei/sartans. Intra-vascular ultrasound (ivus) was not used during the procedure. During the nine month follow-up, greater than 50% restenosis was discovered in the stent implanted downstream of the target lesion, the 3.0x13mm cypher select stent.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed product. It is also not available for testing and evaluation. A female experienced restenosis approximately nine months post cypher stent implantation. Past medical history included previous mi, previous pci, hypertension and hyperlipidemia. This patient's history puts her at increased rick for mace. Pci was performed in a de novo lesion in the mid rca where two cypher stents were implanted two years before. There was no restenosis found in these stents. The lesion in the mid rca had 70% stenosis, 9mm in length in a 3.0mm vessel diameter. Balloon angioplasty was conducted with a non-cordis balloon. A dissection was noted proximal and distal to the two cypher stents. A 3.0x23mm cypher select was deployed proximally and a 3.0x13mm cypher select was deployed distally with satisfactory results. This event was reported to be unrelated to the cypher stents and highly probably related to the index procedure. During the 9-month follow-up, 50% restenosis was found inside the 3.0x13mm cypher select implanted during the index procedure to treat the dissection. No treatment was conducted. No other information was available. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation. Restenosis is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis included those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Based on the limited information available, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, progression of the patient's existing coronary artery disease and procedural factors may have contributed to this event.